Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level, value not provided; cause was not known. Reportedly, the customer fractured their hip due to their bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.